Event description:
It was reported that the patient presented remotely via (B)(6).net. The implantable cardioverter defibrillator (ICD) was over-sensing noise. Programming changes were made. The patient was stable.